Event description:
It was reported that the right ventricular lead had an impedance spike and was oversensing. The lead was explanted and replaced. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc competitor implantable pacing lead, (B)(6) 2012, 6996sq58 implantable defibrillation sub-q coil, (B)(6) 2004. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc competitor implantable pacing lead, (B)(6) 2012, 6996sq58 implantable defibrillation sub-q coil, (B)(6) 2004. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc competitor implantable pacing lead, (B)(6) 2012, 6996sq58 implantable defibrillation sub-q coil, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned in segments and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.